Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2005 - the patient underwent an unspecified pelvic procedure with implant of a bard ptfe mesh and a non-davol mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2005 - the patient underwent an unspecified pelvic procedure with implant of a bard ptfe mesh and a non-davol mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patient's attorney which included the implant op report, patient fact sheet and general patient outcome allegations: (B)(6) 2005: the patient was diagnosed with vaginal vault prolapse, mixed urinary incontinence and underwent an abd sacrocolpopexy with implant of a bard/davol ptfe mesh, anterior/posterior repair, synthetic pubovaginal sling using a non davol "uretex" mesh followed by cystoscopy with suprapubic catheter placement. (B)(6)2015: the patient was seen by a healthcare provider due to urinary frequency, daily bladder pain and pelvic muscle wasting. Patient alleges bodily injuries resulted after the implant of the bard/davol pelvic mesh product such as ¿worsening urinary urgency, frequency and dysuria, pain with every bladder void, severe vaginal atrophy, bleeding with palpation of vaginal walls, petechial hemorrhages, urge incontinence, urinary frequency, urinary urgency and atrophic vaginitis. Daily bladder pain, pelvic muscle wasting; treated with medication and muscle stimulation and emg monitored, heparin and kenalog therapy.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included implant op report, patient fact sheet and general patient outcome allegations: at this time no conclusions can be made. It is unknown to what extent the bard/davol ptfe mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.